Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the top knob of the external pulse generator (epg), were broken. The top knob was missing, and the upper case was broken at the knob area. The device failed the pacing rate dial at the incoming functional test due to the broken knob. It was also determined at analysis that the lower case was damaged, and the display wires were pinched the wire was exposed. The firmware was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the top knob of the external pulse generator (epg), was broken. The epg was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.